Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Manufacturer narrative:
The investigation for the reported flow saturation has been completed. The returned pump was visually inspected. Biomaterial observed around impella and inlet cage. No other abnormality found. Root cause of the saturated flow was biomaterial ingested due to patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 73year-old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after support was ongoing for 5 days, there was flow saturation. The team performed troubleshooting with tissue plasminogen activator (tpa) for the purge pressures. The troubleshooting did not resolve fully the issue, but the pump remained on until the patient expired on support. There was no allegation of the pump causing the death.